Manufacturer narrative:
Method - follow-up with company representative.

Event description:
It was reported that a patient underwent balloon kyphoplasty procedures at levels t4, t5, and t6. During the injection of bone cement, cement leaked. Site of cement leakage could not be confirmed. Reportedly, the procedure was successful and the patient was fine. No further information was reported.